Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that a motor stall occurred on (B)(6) 2018 at 18:30 and recovered on (B)(6) 2018 at 19:27. The representative confirmed that she and the doctor's office had no further information about the stall. No patient symptoms were reported. No further complications were reported.